Event description:
Customer reported, she was hospitalized. Customer refused to provide the details on the event either than the date. Customer also reported she was having high blood glucose of 441 mg/dl. She experienced thirst and headache. Customer contacted the doctor she does not have a back up plan. During troubleshoot; it was stated, the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time and date are correct. Basal rates and bolus wizard setting are unknown. Insulin pump passed the high pressure test. No error alarms found in the history. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.